Event description:
It was reported that an exchange of the intertan nail was needed due to a fracture at the proximal portion of the construct where the lag/compression screw pass through.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicates that there is insufficient clinically relevant documentation provided to perform a thorough medical investigation; therefore the root cause of the reported nail fracture cannot be determined. The patient impact beyond the revision intertan procedure cannot be concluded. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for this device.